Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass gastroenterostomy on a distal gastrectomy procedure, after setting up the powered stapler and reload, the surgeon made an approach to the tissue then pressed the green button and started to fire, but the device would not fire. The shell and the reload were replaced with new ones and the firing was successful. There was no patient injury.